Manufacturer narrative:
Results: bd received (B)(4) samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stoppers falling off with the incident lot was observed. A review of the manufacturing records was completed for incident lot 6050838 and no issues were identified. Conclusion: the root cause is excessive lubricant applied to the stoppers via spraying into the stopper bowls and onto the rails and by inadequate cleaning contributed to the stoppers creeping out of tubes. Refer to CAPA (B)(4) for complete investigation and action plans for the reported defect.

Event description:
It was reported that the stoppers/caps for the 5.0 ml bd vacutainer® plus plastic sst tube fell off after collecting blood. This occurred while the phlebotomist was mixing the tube. This happened three times. No serious injury or medical intervention reported.